Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported that there is an upcoming revision of the infinity total ankle replacement. Both tibia and talus require revision as they are loose.

Manufacturer narrative:
Please note the corrections made to the d4 catalog#, d1 product long description, h6 (device, results & conclusion codes). The reported event was confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals, the following was observed: radiolucence, large cavity and some cysts around the tibial component. Loosening is likely, no clear sign of migration. The pe cannot be assessed directly and there are no indirect signs of loosening. The talar component shows radiolucence and cysts as well which indicates loosening. There is a fusion of the talocalcaneal joint visible. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by large cavities and small cysts around the tibial component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that there is an upcoming revision of the infinity total ankle replacement. Both tibia and talus require revision as they are loose.